Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had symfony lens implanted in her right eye which greatly dissatisfied with the quality of vision. Patient finds herself unable to function at her normal capacity for both work and personal matters. Additional information stated watery film over vision, greater in the right eye (od) than the left eye (os) as well as difficulties with near vision. The patient also notes some shadowing in od, as well as a feeling of the lens being loose od, and cloudiness os greater than od. Visual acuity pre-op (pre-initial implant): 20/25 od, 20/25 os. Visual acuity post-op (post-initial implant): 20/25 od, 20/40 os. Patient had lens repositioning (ou) to try and alleviate symptoms (B)(6) 2017. There was no incision enlargement, no sutures, no vitrectomy. Explant of lenses scheduled, but unconfirmed with another facility, (B)(6) 2019, first eye, (B)(6) 2019 second eye. No further information provided. This report captures the event for the left eye (os). A separate report is being submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.